Event description:
It was reported that the patient underwent a revision procedure due to following activation the patient was still incontinent, the physician believed the cuff was not coapting the urethra completely with an artificial urinary sphincter (aus). On (B)(6) 2020 the aus cuff was explanted but due to the patient's 'very small and thin urethra' no new cuff was implanted. The patient is scheduled to undergo a new cuff implant on (B)(6) 2020. The physician believes the component was not a good fit for the patient and there was no product performance issue.